Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (gel previously released) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released event is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'gel previously released' events without prior 'gel release' events.